Manufacturer narrative:
Device evaluated by MFR: visual inspection shows that the tip section was found detached. The monorail was found damaged. A guidewire was received with the device. No other visual damages were encountered upon visual inspection. Functional inspection shows that the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was unable to be inserted due to the detachment of the device. Microscope inspection shows that the tip detachment was observed.

Event description:
It was reported that tip detachment and guidewire entanglement occurred. A percutaneous coronary intervention was performed. The 80% stenosed target lesion was located in the highly tortuos and slightly calcified left anterior descending and 90 degree bend circumflex artery. An opticross 6 imaging catheter was advanced for use. However, it was noted that the non-bsc wire became knotted or looped and sheared off the end of the opticross 6 imaging catheter. The proximal portion of the imaging catheter was removed through the guidewire; however, a small part of the distal catheter was left in the patient's left anterior descending artery as it could not be retrieved. No patient complications were reported at the end of the procedure and the patient is fine.

Event description:
It was reported that tip detachment and guidewire entanglement occurred. A percutaneous coronary intervention was performed. The 80% stenosed target lesion was located in the highly tortuous and slightly calcified left anterior descending and 90 degree bend circumflex artery. An opticross 6 imaging catheter was advanced for use. However, it was noted that the non-bsc wire became knotted or looped and sheared off the end of the opticross 6 imaging catheter. The proximal portion of the imaging catheter was removed through the guidewire; however, a small part of the distal catheter was left in the patient's left anterior descending artery as it could not be retrieved. No patient complications were reported at the end of the procedure and the patient is fine.